Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was implanted in (B)(6) but was not turned on till (B)(6) due to covid. Since then, they have not been able to charge the ins to 100%. It takes them time to get 8 coupling bars but they are able to find it if they tape the recharger antenna to them. The caller notified the rep who said to call and get a new recharger. The patient was redirected to talk to their physician. No symptoms were reported.